Event description:
The customer called and reported receiving unexpected restart error alarms and the insulin pump screen went out. Customer's blood glucose was 108 mg/dl. The unexpected restart error occurred during normal use of the device and did not occur following insertion of a new battery. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded lcd board. Unexpected restart error alarm could not be verified, due to blank display. The device was received with a cracked case at display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.